Manufacturer narrative:
Concomitant medical products: product ID: 388928, serial#: unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 3889, serial#: unknown, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown. Product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a car accident which resulted in the lead migrating due to the severity of the rear collision. The device had been working well up to that point. The lead was replaced. Following the lead replacement there were no impedance issues, but the device was not controlling the patient¿s symptoms and did not work for the patient. An impedance check was performed and all impedances involving the 0 electrode were at >4,000 ohms at 1v but were in range when run at 2v. The patient was not getting any symptom relief on the first 4 standard programs, 3 of which involve electrode 0. The device was reprogrammed using electrodes 1, 2 and 3. The cause was unknown. The device was working, and the patient¿s symptoms were being controlled. An x-ray may be carried out if the symptoms return.